Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported that his blood glucose has been between 300-600 mg/dl. Customer's blood glucose is 354 mg/dl. Customer was relying on the pump. Customer felt queasiness in his stomach and less energy. Customer spoke to a specialist regarding his high blood glucose. Customer has syringes as a back-up plan. Customer was using the pump to try and treat. Customer stated that the drive support cap appears normal. Customer ran a manual prime and the insulin did exit the tubing. Customer stated that the cannula is not bent. Customer stated that he does not have a tubing clamp. Customer will be sent out a tubing clamp and was advised to call back to continue troubleshooting when he receives it. Customer was advised to do a complete set change. Customer just took his blood glucose and it dropped down to 250 mg/dl.